Event description:
The customer reported having unexplained high blood glucose for the past few days. The blood glucose reading at time of call was 600mg/dl. Troubleshooting was performed. Reviewed the programming on the insulin pump and found only two basal rates for the day. Assisted the customer to program the six basal rates. Ran a fixed prime test and passed. Performed a high pressure test and the insulin pump failed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.